Event description:
An endeavor rx drug eluting stent was implanted in the rca during index procedure. It was reported that ivus confirmed the stent apposition to the vessel wall was incomplete, but the stent deployment was successful and no additional treatment was taken. Approximately 49.5 months post index procedure, the patient suffered a stroke (atherothrombotic infarction). Investigator assessed that the event was not related to the study device or study procedure. It is reported that approximately 53 months post index procedure patient expired. Cause of death is reported as pneumonia. Investigator assessed the patient death was non-sudden and non-cardiac. Investigator assessed that the event was not related to the study device or study procedure.

Manufacturer narrative:
Results and conclusions: (cva/stroke). (B)(4).